Event description:
A consumer reported that, although he has no problem with the lens, his vision has a lavender-blue tint following intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.